Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent moved on the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon was tightly wrapped and was not subjected to positive pressure. The middle section of the stent was damaged. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on additional information received 22sep2011. It was reported that during a percutaneous coronary intervention, the 3.0x20mm promus element stent delivery system (sds) would not cross the lesion. The 87% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was pre-dilated with an unknown balloon and the physician then advanced the sds and the device was not able to cross the lesion. The procedure was completed with another 3.0x20mm promus element stent. No patient complications were reported and patient status is stable. Additional information revealed that the stent had moved on the balloon and was damaged. This product is only ous approved but it is similar to an approved us device.